Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did confirm the reported needle to cuff miss. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Date was filed on follow-up #2 incorrectly as na and should have been 03/01/2018.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the final medwatch report, the following additional information was received. Uf/importer report #(B)(4). Describe event or problem: perclose did not deploy sutures. Wire was inserted into the perclose and it was removed with no problem. Another device was then used and was successful. What was the original intended procedure? : angiogram.